Event description:
It was reported that during a rotational atherectomy procedure, the rotawire fractured. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous right coronary artery. Three burrs were run along the wire: 1st=5 second test outside of body; 2nd=29 seconds across the lesion; 3rd=dynaglide out-duration unknown. The fracture resulted in a complete separation proximal to the radiopaque tip. It is noted that resistance was met with removal of the rotablator guidewire. The physician was unable to retrieve the fractured portion of the wire, which remains in the pt's body. The pt was asymptomatic/stable at the time of the event. The procedure successfully completed without add'l intervention. The cardiologist plans to follow-up with the pt.